Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and identified a burned out capacitor on the printed-circuit board. The fse replaced the printed-circuit board to resolve the issue, and confirmed the instrument was restored to normal operation. (B)(6). (B)(4).

Event description:
The customer reported a burning smell from their au2700 chemistry analyzer. The customer switched the circuit breaker back to the "on" position after noticing it was "off". Then, smoke and a spark was observed coming from the back panel of the instrument. There was no report of injury, and no erroneous results were generated.